Event description:
Report rec'd from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported pt or user or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the reported condition was not confirmed or duplicated. The device was tested and found to meet all performance specifications, including temperature assessment, and no problems were noted. If add'l info is rec'd, a supplemental report will be sent.